Event description:
Account stated they obtained 8 high hba1c results for pt samples that were much lower when repeated. The incorrect results were not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepant results.